Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a recurrence of atrial fibrillation following an atrial fibrillation ablation procedure, which was treated with an antiarrhythmic. It was noted that at the end of the procedure, the left inferior vein remained in atrial fibrillation with a massive atrial sinus rhythm. It was reported that the patient was treated with pharmacological cardioversion. Prior to discharge, the patient achieved sinus rhythm. The outcome of this case is unknown. Two days after the procedure, the patient experienced several palpitations and fleeting chest pain episodes, leading to hospitalization. During this hospitalization, a dual-acting antihypertensive agent and an angiotensin ii receptor blocker were administered. Diagnostic tests were conducted, and the patient was treated to prevent permanent injury or impairment. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed with pulsed field ablation.